Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes pads were returned to zoll canada for evaluation. The customer's report was verified and attirbuted to a configuration issue with the pads. The pads were scrapped at zoll medical canada and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.